Manufacturer narrative:
The information on this report was previously submitted under manufacturing report # 1822565-2013-01830. The noted damage to the dovetail indicates that the articular surface did not fully slide under the male dovetail on the tibial plate. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. No other reports of any nature have been received regarding this part and lot combination. The returned articular surface meets specifications where measured, and exhibits a compressed dovetail on one side. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the articular surface would not lock in place.